Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy and the ipg does not connect to external devices following unrelated medical treatments and multiple falls. Troubleshooting was unable to resolve the issue and it was determined that the ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.

Event description:
It is unknown if the ipg was set into surgery mode prior to undergoing unrelated medical treatment.

Event description:
It was reported that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.